Event description:
It was reported that pump screen was broken, with touchscreen cracked, unreadable, and unresponsive, while blood glucose values were not provided. There was no reported impact to the customer¿s blood glucose level. Customer continued using pump that could still start, charge, and connect to computer, and arrangements were made for pump to be returned for evaluation and for replacement pump to be provided, with no additional outcome information available at the time of report.